Event description:
A nurse reported a pt who was skin tested on 12/8/1998. The pt alleged that on 1/5/1999, she told the practioner that the test site had become red for a few days but settled down towards the end of the 28 day period. The nurse stated that the pt did not mention any redness or reaction of any kind to the skin test. The pt was treated in the crow's feet on 1/5/1999. On 1/12/1999, the pt developed intermittent erythema, pruritus, induration at the crow's feet area. On 1/13/1999, oral and topica antihistamines were prescribed, which were not effective. The symptoms were condidered product related.